Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure. The patient was reportedly lost to follow up between 2012 and 2015. On (B)(6) 2015, follow up imaging identified a proximal type I endoleak reportedly due to disease progression of the proximal neck. It was reported the aneurysm had also enlarged greater than 5 mm to 9.5-10 cm. On (B)(6) 2015, an additional procedure was performed whereby gore viabahn endoprostheses were implanted bilaterally in the renal arteries, and a 32mm aortic extender component will be implanted for proximal extension. Final angiography showed good placement of the devices with no evidence of endoleak. It was reported the patient tolerated the procedure and was responsive post-operatively.